Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient had discomfort in the battery location due to weight loss. The patient underwent a revision procedure wherein the ipg was replaced and relocated. It was noted that one lead was replaced due to accidentally damaged during the procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a pocket revision procedure.